Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that water leaked from the shaft of the catheter. Allegedly, there was a crack on the shaft.

Manufacturer narrative:
The reported event was unconfirmed. A latex three way was returned. The sample was returned with paper on the shaft; that appeared to be attached to the catheter with adhesive. The paper was removed and the catheter tip was placed in the outlet tube of the house leg bag. Water flowed through the irrigation funnel and drainage funnel but not out of the catheter shaft. The catheter was inflated with 35 ccs of water using a 10 cc leur lock syringe. The chatter inflated with no issues and no leaks were seen from the catheter shaft. The paper was removed and catheter tip was placed in the outlet tube of the in house of the in house leg bag. Water flowed through the irrigation funnel and drainage funnel but not out of the catheter shaft. The catheter was inflated with 35 ccs of water using a 10 cc leur lock syringe. The catheter inflated with no issues and no leaks were seen from the catheter shaft. The sample was obtained to be checked for cracks. No cracks were noted. This product would passed based on the procedure. Based on the event description, it is unknown if the product was used for treatment assuming the product was used according to its intended use. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "on catheter, do not use ointments or lubricants having petrolatum base. Store catheters at room temperature away from direct exposure to light, preferably in the original box. Visually inspect the product for any imperfections or surface deterioration prior to use"

Event description:
It was reported that water leaked from the shaft of the catheter. Allegedly, there was a crack on the shaft.